Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 17-jun-2017, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 10-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that during the routine pump replacement procedure, there was little to no csf (cerebrospinal fluid) from the catheter. The cause of the issue was not determined. There had been no issue with the catheter prior to the pump replacement procedure. The pump was replaced, and the existing catheter was tied off. The catheter was to be replaced by a neurosurgeon at a later date due to the patient's hardware.